Event description:
Device malfunction: none. Symptoms/ae: right groin pain/retroperitoneal hemorrhage/death. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the right femoral artery after an interventional procedure and the patient was discharged home 2008. The patient returned to the hospital the following day complaining of pain to the right groin area radiating to the abdomen and scrotum. Abdominal/pelvis CT scan revealed a right groin hematoma with extension of bleed into the retroperitoneum. The patient was transfused with 2 units of packed red blood cells. Ultrasound revealed no findings; however, a repeat CT scan of the abdomen and pelvis revealed that the size of the right pelvic side wall hematoma was unchanged. Hemoglobin drop resolved and the patient was discharged home four dates later. Two days later, the patient died. The cause of death was noted on the death certificate as "acute cardiopulmonary collapse due to coronary/vascular disease." No additional information was provided.

Manufacturer narrative:
The customer reported the device remained in the patient. The lot umber was not identified; therefore, a device history record review could not be performed.